Event description:
The luer end of an etco2 bi-flow nasal cannula was attached by unlicensed personnel to the luer receiving end of an intravenous catheter. The nasal cannula was not on the pt, but rather dangling in a position inferior to the catheter. This allowed for gravity blood flow down the etco2 tubing. When discovered by a registered nurse, the tubing was disconnected and physician notified. The pt was asymptomatic for blood loss, and a hemoglobin/hematocrit revealed no need for additional treatment.